Event description:
It was reported that during pre-closure of a non-calcified right common femoral artery (rcfa) prior to an endovascular aneurysm repair (evar), the physician pre-dilated the access site via ultrasound and attempted to deploy the prostar xl device. Reportedly, all deployment steps were performed until just before harvesting the needles from the hub. The handle loop was pulled and proceeded to harvest the needles cutting the suture from the needle individually, one by one, to discover that the 4th needle was missing (did not emerge from the barrel). The doctor did not verify that all 4 needles were visible before proceeding to free the sutures. Needle back-down was performed verified by fluoro. Surgical cut down approach was used to remove the sutures and the device from the patient. The endovascular aneurysm repair was completed with no delay in the procedure and the patient had no adverse effects. The vessel was closed surgically at the end of the index procedure. The physician is in-training in the use of the prostar xl device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect method (hub was not locked prior to needle deployment)(femoral angiogram not taken prior to the procedure). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the handle was in backdown position. Only the posterior medial needle was returned. The other 3 needles and the sutures were not returned. There were clamp marks found on the suture and marker tubes. There was a needle strike mark on the barrel face. During the investigation, the handle was deployed and the posterior medial needle presented at the hub. There were no manufacturing or quality deficiency detected that could have contributed to the reported event. Based on the investigation findings, the clamp marks found on the suture tubes is an indication that a hemostat was applied before needle deployment. Clamping the suture tube interfered with suture deployment and needle trajectory, causing the needle to bend and strike the barrel face. This confirmed the reported experience of failure to deploy the needles. The prostar xl instructions for use states: do not clamp the suture lumen with a hemostat or other instrument. Doing so will prevent suture deployment. The cause for failure to deploy the needles was determined to be due to user error and not a product quality deficiency. The needle deployment of every device is checked during the manufacturing process to help ensure that the needles/sutures are in the correct orientation. To help ensure that all products perform according to specifications they are subject to inspection during the manufacturing process. In addition, a quality control audit inspection is performed to verify product quality. Review of the device history record did not reveal any relevant non-conforming material records associated with this lot and a query of the complaint database did not reveal any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the handle was in backdown position. Only the posterior medial needle was returned. The other 3 needles and the sutures were not returned. There were clamp marks found on the suture tube and marker tube. Clarification received regarding the event indicates that at no point in the procedure did the physician clamp the suture tubes. There was a needle strike mark on the barrel face. During the investigation, the handle was deployed and the posterior medial needle presented at the hub. There were no manufacturing or quality deficiency detected that could have contributed to the reported event. Based on the investigation findings, the evidence of the needle strike mark on the barrel face suggests that the needle might have been deflected by an unidentified cause. Contributing factors that can influence the needles to deflect during deployment include deploying the device at an angle greater than 45 degrees, or patient anatomical conditions such as obesity, calcification, or scarring of the site. The clamp marks found on the suture tubes could have been caused when the operator clamped the marker tube to stop the blood flow. The needle deployment of every device is checked during the manufacturing process to help ensure that the needles/sutures are in the correct orientation. To help ensure that all products perform according to specifications they are subject to inspection during the manufacturing process. In addition, a quality control audit inspection is performed to verify product quality. Therefore, the probable cause for the needle strike mark on the barrel face and for the reported needle missing/not presented at the hub during needle deployment was determined to be related to the operational context in which the device was used. Review of the device history record did not reveal any relevant non-conforming material records associated with this lot and a query of the complaint database did not reveal any indication of a lot specific product quality deficiency.